Manufacturer narrative:
Continued section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV & seroma.

Event description:
Healthcare professional reported "grade IV capsular contracture, minimal amount of fluid around the implant and radial folds, compatible with creases". This record is for the right side. Device remains implanted. Device return unknown.